Manufacturer narrative:
(B)(4)

Event description:
It was reported the device was found in backup vvi mode after it had delivered multiple shocks due to intrinsic fast rhythm. The shocks delivered were not effective in converting the arrhythmia. Programming the device was not possible. The device was explanted and replaced. The patient condition after the procedure was well.

Manufacturer narrative:
Evaluation summary: upon receipt, device reset was confirmed. The device had a power on reset due to excessive high voltage charging in a short amount of time that depleted the battery beyond estimation of battery life. The device functionality was tested with no anomalies detected.